Manufacturer narrative:
It was confirmed that the analyzer lost communication with the programmer. It was also found that the patient connector pins were disturbed.

Event description:
It was reported that the analyzer could not be recognized by a programmer when being tested prior to use. The analyzer has been returned to service. There was no patient involvement.